Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0252923. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: "it was reported needles bend when inserted in site verbatim: consumer reported in this box needles bend when inserted in site. Unknown occd date but used 1 10 packet only from this box. Consumer reported from this box found 1 syringe bend and break in site. Denied reuse of needles. Able to remove on own and without medical assistance. Occd date was about a week ago. Lot #0252923, catalog #328411. Date of event unknown about a week ago started using this box sample status awaiting sample for an unused packet from this box. Discarded the ones with issues."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: "it was reported needles bend when inserted in site. Verbatim: consumer reported in this box needles bend when inserted in site. Unknown occd date but used 1 10 packet only from this box. Consumer reported from this box found 1 syringe bend and break in site. Denied reuse of needles. Able to remove on own and without medical assistance. Occd date was about a week ago. Lot # 0252923, catalog# 328411, date of event: unknown, about a week ago started using this box sample status awaiting sample for an unused packet from this box. Discarded the ones with issues".